Event description:
The reporter states that the customer obtained the blood glucose results of 256mg/dl and 87mg/dl within 10 minutes on the accu-chek advantage system. No action was taken based on the readings. No adverse event reported. New system sent to the customer and return requested.